Event description:
It was reported that an fsl3+ glucose sensor had been started in the libre app instead of the ilet, resulting in the sensor being in use by another device and the ilet not receiving glucose data, which led to a dosing stops soon notification. Symptoms included a temporary lack of glucose readings on the ilet. Outcomes included an interruption of automated insulin dosing until sensor warm-up completed and data transmission resumed. Investigation included troubleshooting and user education on correct sensor pairing with the ilet. Investigation of this case revealed that pairing the replacement sensor directly with the ilet and disconnecting the pump from the body to restart restored sensor warm-up and system function. It was concluded that the event resulted from user setup error with the sensor paired to a different device, and that the ilet and replacement sensor functioned as expected after correct pairing.